Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the drill overheated during the procedure and stalled midway through operation. There was no patient or staff impact.

Event description:
On follow-up, it was reported that the hcp was not sure if the overheating occurred within 1 minute of use or after 1 minute since it was not timed although it was probably over 1 minute. The overheating occurred when the drill was being used with the angled attachment and with the straight attachment and both attachments stalled as well. There was probably no troubleshooting done.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845020, serial/lot #: (B)(6) /206318387, ubd: , UDI#: (B)(4) and product ID: 1845010, serial/lot #: (B)(6) /215793780, ubd: , UDI#: (B)(4) h3: product: 1845000, sn: (B)(6) analysis found that the reported failure of "drill overheated and stalled midway through operation" could not be duplicated. Pre-repair temperature test @ 1 minute was: t1 was 81.8 degf and t2 was 82.9 degf. There was no fault found. However, there was some scratches found on handpiece cosmetic appearance. The device was cleaned, sanitized, conducted preventative checks including functional tests and heat test as per manufacturer's specifications with all tests passed. Product: 1845020, sn: (B)(6) analysis found that the reported failure of "drill overheated and stalled midway through operation" could not be duplicated. Pre-repair temperature test @ 1 minute: distal was 83.2 degf and base was 82.5 degf. There was no fault found. The device was cleaned, sanitized, conducted preventative checks including functional tests and heat test as per manufacturer's specifications with all tests passed. Product: 1845010, sn: (B)(6) analysis found that the reported failure of "drill overheated and stalled midway through operation" could not be duplicated. Pre-repair temperature test @ 1 minute: distal was 80.6 degf and base was 81.7 degf. There was no fault found. The device was cleaned, sanitized, conducted preventative checks including functional tests and heat test as per manufacturer's specifications with all tests passed. H6: fdd a0506 and a1005 also applies to straight attachment and angled attachment. Fdm b21, fdr c21 and fdc d16 are no longer applicable. Fdr c07, fdc d1102 and img g04063 only applies to the handpiece. Fdr c19, fdc d14, and img g07001 applies to the straight attachment and angled attachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.